Manufacturer narrative:
Method - after the procedure, the hospital discarded the product. Since the product was not returned, an eval could not be performed. Results - a lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro conical dissection tip, distal to the pt, broke and had to be retrieved with a stab incision. One piece broke off. The dissection was already completed, so no replacements were needed. The hospital did not report any other pt effects. The product is not returning.